Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the unit has no sound. The unit was triaged and the customer¿s reported condition was confirmed. Components of the audio circuit of the main printed circuit board assembly were damaged. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit has no sound. This was discovered during testing and there was no patient involved.